Event description:
Dexcom g7 sensor had numerous issues after being connected for 5 days. Multiple "brief sensor issues," which led to over half the day with no readings. When the sensor did offer readings, they were inaccurate. One reading on the sensor indicated I was at 60 and dropping; a fingerstick test determined my actual reading was 212. As a result of the dexcom g7 sensor issues, my omnipod 5 insulin pump was unable to monitor, adjust, and administer correct amounts of insulin. This is an ongoing issue with the majority of the dexcom g7 sensors, which are supposed to last for 10 days. Most are causing issues after day 5, to the point of having to remove the device and start a new one.